Event description:
Caller reported multiple intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer did not take any further action and resumed insulin. However, they were experiencing frequent occlusion issues and reported the pump supplies were changed to resolve the past occlusions. Customer continued to use the pump for insulin therapy.